Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 2648988-2023-00004: a facility reported that the wire of the hermetic lumbar catheter, closed tip (ins5010) was defective or had dissolved. This occurred while the catheter was in contact with a patient. Additional information received indicates that the guidewire could not be removed, and the whole drain was pulled out and torn open. There was unnecessary manipulation with the drain and the procedure was significantly delayed to the defect. However, the procedure was completed with a new drain.

Manufacturer narrative:
Additional information: please let us know if the increase of surgery time is more or less than 30 minutes? "I would say less than 30mins but I am not sure and the customer has no more info yet." Investigation findings: one (1) unit hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis: the returned package included a piece of catheter (approximately 9.2 inches). The part where the catheter was severed, appears to have been cut with a sharp object. This ¿clean-cut¿ could be as a result of handling/repositioning the device through the tuohy needle. Upon visual inspection, it was found that the guidewire was unraveled. About 6 inches of the distal end did not unravel; however, the entire length of inner core cable was broken-off from the distal end (welding point at tip of guidewire). This breakage mode is consistent with other units evaluated for the same condition. Therefore, the complaint is confirmed. Root cause : the root cause is most likely related to the guidewire¿s end getting trapped on something (e.g., the tuohy needle if not previously removed or a vertebral bony process) and a force exceeding the break strength of the product (2.75 pounds) being applied, causing the breakage. A supplier corrective actin request (scar) was issued to the supplier to perform an in-depth evaluation of the reported condition (broken/unraveled guidewire).